Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram and the 2-day post-operative CT showed the presence of a type ia endoleak due to implantation of an aortic body stent graft size with a larger diameter than the vessel treatment range, resulting in infolding of the sealing rings. A re-intervention is planned at a later date to treat the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the trivascular representative, the patient's follow-up CT showed no evidence of a type ia endoleak, which had resolved without re-intervention. As of the date of this report, there have ben no additional patient sequelae reported. Remains implanted.

Manufacturer narrative:
(B)(4). Remains implanted.